Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H6 (component codes) - suggested component code: mechanical (g04) - stem. The reported event could not be confirmed due to lack of product/event information. Visual examination of the provided picture identified explanted devices, bio-debris present however, this could not be used to confirm the reported event. Device not returned, further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. This device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent explantation of a hip femoral stem approximately 9 months post-implantation due to loosening attributed to undersizing. The patient underwent a revision procedure. Attempts have been made and no further information has been provided.